Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown. Customer stated that insulin pump had cracked on the screen and reservoir compartment was broken. The customer stated that the reservoir unable to lock in place when inserted into insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Test infusion set/p-cap locks in properly. Device passed displacement test. Device received with scratched case and peeling keypad overlay, however no damage on reservoir tube lip.